Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 7.5mg/ml at 2.4714mg/day and bupivacaine 5mg/ml via an implantable pump. The indication for use was non-malignant pain. It was reported that a motor stall occurred with no recovery. No patient symptoms were reported. There were no environmental, external or patient factors that may have led or contributed to the issue. The pump was interrogated (B)(6) 2025 and the motor stall did not correct itself. The physician was notified, and the patient was instructed to come back into the office today. Interrogation occurred again; recovery still had not occurred. The physician was planning to turn off the pump and try oral meds. The issue was not resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event. On (B)(6) 2025 the pump off passcode was requested to permanently shut down the pump.